Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0085093, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not identify the reported defect. Since no defects could be identified in the photo a definitive root cause could not be determined.

Event description:
It was reported that 2 insyte 20ga x 1.16in had catheter splitting during use. The following was reported by the initial reporter: ¿the client used two insytes to channel a patient. He comments that one of the medical devices "bloomed" when opened and the other happened the same thing inside the vein causing it to thunder."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 insyte 20ga x 1.16in had catheter splitting during use. The following was reported by the initial reporter: ¿the client used two insytes to channel a patient. He comments that one of the medical devices "bloomed" when opened and the other happened the same thing inside the vein causing it to thunder."